Manufacturer narrative:
Patient's gender, age and weight not provided so estimates used. The anchorfast slimfit with the bite block and the et tube still attached returned for evaluation. The anchorfast strap latch door was received open (but it was not reported to have been found open at the time of the event). The examined anchorfast slimfit device showed no evidence of any breakage or malfunction. The DHR for the lot provided was reviewed by manufacturing and found to be complete and accurate. A review of complaint data over the last 3 years shows no other complaints on this device for an et tube extubation while the et tube remained secured in the tube wrap on the patient's face. The actual mode of extubation remains unclear and hollister is unable to determine the root cause. Sales rep will be providing re-education to the hospital staff including the need to have the et tube wrap come in direct contact with the et tube when wrapped around the tube.

Event description:
It was reported that a patient had a hollister anchorfast slimfit oral endotracheal securement device in place and experienced an accidental et tube extubation. The device was securing a 7.0 subglottic cuffed ett. A blue stream guard bite block was applied to the et tube prior to securing the anchorfast device to the et tube. The bite block tether was taped to the et tube to hold it in place and the anchorfast et tube wrap was wrapped around the tether tape and secured in the clamp. As a result, neither the anchorfast wrap nor the clamp's non-slip grippers came in direct contact with the et tube. During the night, the ventilator was alarming and the staff observed that the tip of et tube was outside of the patient's body. It is not clear how the et tube came out since there was no anchorfast device breakage, the cheek pads were still securing the anchorfast to the patients face, and the et tube wrap was still secured around the et tube and secured in the clamp. The patient was reintubated and no negative patient outcomes resulted from this event.